Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on 2017-jul-20 regarding a patient receiving dilaudid (7.5 mg/ml at 1 mg/day) via an implanted infusion pump. The indications for use included spinal pain and failed back surgery syndrome. It was reported that the patient developed swelling, and a large collection of clear fluid (also described as a hygroma) at the spine pocket site. A dye study performed on (B)(6) 2017 was normal. The actions/interventions taken included surgical exploration. The pocket was opened and the catheter was found to be intact with no leaks evident. No leakage was noted around the catheter entry point. The hcp did not take further action and was to continue to monitor the patient. There were no environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved, and the patient's status was alive - no injury.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork indicated the pump was explanted and replaced on (B)(6) 2016. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the reason for pump replacement was pocket dehiscence.

Manufacturer narrative:
The analysis of the pump revealed no significant anomaly, pump motor o-ring wear. If information is provided in the future, a supplemental report will be issued.